Event description:
During a patient use, it was reported that the device ECG information was not available thru the external hard paddles. The customer was attempting to use the device for monitoring purposes and the incident did not have any adverse effects on the patient. After the incident, the facility testing found that the device would restart charging if the paddles were moved or bumped slightly during charging to the selected energy. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure after extensive testing. Physio observed proper device operation through functional and performance testing. The device was repaired for unrelated issues and returned to the customer for use. A conclusive cause for the reported problem could not be determined.